Event description:
The external pulse generator was returned due to a cracked back case and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis did confirm the customer comment that the upper and lower cases were broken. Analysis also found that the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated and the ring and one side bail were missing.